Event description:
It was reported to philips that the system's footswitch was intermittently unable to trigger x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a non-emergency procedure was performed when the issue happened. The procedure was completed by re-pressing the foot switch. Philips field service engineer inspected the device onsite. During the troubleshooting process, the reported issue could not be replicated, and no problems were found with the foot switch or its connections. System returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure completed by repressing the foot switch. This scenario includes that the procedure is completed on same allura system. This event would not be reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.